Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
It was reported that on (B)(6) 2017 the surgeons were inserting a codman microsensor into a pediatric patient's brain. The surgeons attempted to zero the codman microsensor; however, the microsensor would not zero. The staff used a second icp express unit, which allowed the surgeons to zero the microsensor. When this microsensor was placed into the patient's brain, the reading rose to greater than 25mmhg. The surgeons were not happy with this and felt that the microsensor had drifted. The surgeons removed the microsensor and re-zero'd this again and re-inserted the same microsensor. Initially the microsensor read 10mmhg and quickly elevated to 27mmhg. The surgeons removed the microsensor and discarded it, the surgery was unsuccessful.

Manufacturer narrative:
(B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.